Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 41 days post-implant, it was reported that the patient experienced elevated pump power and at times an increase in the estimated pump flow. An increase in the patient''s lactate dehydrogenase levels to approximately 1000 u/l over the last week was also seen. No treatment is planned; however, the patient will continue to be monitored.

Manufacturer narrative:
The approximate age of the device is 41 days. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
The evaluation of the submitted log file confirmed the reported power elevations; however, a specific cause for the power elevations was not determined. Additionally, a correlation between the device and the reported elevated lactate dehydrogenase (ldh) level was not determined; however, the instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The submitted log file showed intermittent elevations in pump power of about 9-13 watts (from about 6-7.5 watts) which correlated with pulsatility index (pi) events and elevations in flow. The patient was discharged and remains ongoing on lvad support with the device and no further related events have been reported at this time. Although the presence of thrombus was not determined based on review of the system controller data log file, the instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the instructions for use explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and addresses power changes and pi events, as well as potential causes. Pump power is a direct measurement of motor voltage and current, and the estimated flow is a value that is calculated from power and speed. Changes in pump speed, flow, or physiological demand can affect pump power. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.